Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. Device used for treatment. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: in the spring 2018, pt dislocated while sitting and experienced pain. Underwent closed reduction with no complications. In the summer 2018, pt dislocated while sitting and experienced pain. Underwent closed reduction with no complications. In the autumn 2018, pt dislocated while in bed and experienced pain. Underwent closed reduction under anesthesia with no complications. Diagnosis of recurrent joint dislocation and subluxation. In the autumn 2019, pt dislocated while on bed and experienced pain. Confirmation of dislocation occurred "after marked flexion of hip." Underwent closed reduction with no complications. Discharged with post op instructions no flexion>70 degrees, no adduct (cross knees) and crutches. In the autumn 2019, pt dislocated while leaning on balcony and turning; experienced pain. Underwent closed reduction with no complications. Surgeon notes that a revision is needed. In the winter 2019, pt underwent left hip revision, replacing the head and liner components. Diagnosis of traumatic muscle ischemia. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: 4 views of the left hip from summer 2023 through winter 2019 demonstrate a left total hip arthroplasty with standard liner. Imaging demonstrate superior dislocation of the left femoral head with possible impaction injury to the superior and lateral acetabular cup. Last image from winter 2019 demonstrates post revision of left tha with new constrained liner. The provided medical records noted "confirmation of dislocation occurred after marked flexion of hip" during the fourth dislocation event, indicating patient noncompliance as there was hyperflexion of the hip. However, it is unknown if the previous dislocations and subsequent reductions led to joint laxity and the patient being able to hyperflex it, or if there was damage to the liner from the previous closed reductions that contributed to the fourth occurrence. Therefore, a definitive root cause cannot be determined for all dislocation events. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent multiple dislocations resulting left total hip arthroplasty due to fifth dislocation, approximately one (1) year ten (10) months twenty two (22) days from initial surgery. Stem and shell were retained. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10 ¿ hip-unk-liner-unk item# unknown lot# unknown. Shell porous with cluster holes 54 mm o.d. Item# 00620005422 lot#62740870. Hip-unk-stem-unk item# unknown lot# unknown. G2 ¿ foreign ¿ brazil. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.